Event description:
It was reported that the user received multiple insulin occlusion alerts on the ilet with persistent hyperglycemia, confirmed fingerstick values around 300 mg/dl while the system displayed similar readings. Insulin delivery appeared to continue as cartridge volume decreased. The user received another occlusion alert which was resolved with a complete supply change including a new 23-inch infusion set, after which insulin delivery resumed, and glucose began to decline. Symptoms included elevated blood glucose. Outcomes included successful reduction of blood glucose to 181 mg/dl after site and set replacement, with no hospitalization or injury reported. Investigation included phone-based troubleshooting, instruction to disconnect and check tubing flow, site assessment, and stepwise education on complete supply change and post-change monitoring. Investigation of this case revealed an infusion site/set issue consistent with occlusion or poor insertion/adhesion and confirmed restoration of delivery following replacement. It was concluded that the event was due to infusion set or site malfunction resulting in interrupted insulin delivery that resolved after complete supply change and education.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.